Event description:
On (B)(6) 2012, customer reported that she injured her finger while removing a broken cuvette from the reaction wheel on the dxc 800 pro instrument. Customer stated the she broke the cuvette. Customer was wearing a lab coat, gloves and protective eyewear. The customer stated it was a small cut and she did not have to seek medical attention. The customer said she removed her gloves, cleaned and disinfected her finger. No erroneous patient results were generated during this event. The unicel dxc synchron clinical systems reference manual provides a caution statement that warns of the possibility of cracked or broken glass and that care should be taken when removing cuvettes. Additionally, a cuvette removal tool is referenced and available for use when cuvettes become difficult to remove. The procedure also allows for use of small forceps with rubber or plastic tubing on the tips to remove cuvettes. The failure mode for this event is careless handling by the customer.

Manufacturer narrative:
Device evaluated by manufacturer, no: user error. (B)(4).